Manufacturer narrative:
The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states that the planned flap thickness was 110 microns. No postoperative issues reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Review of the log files for the day of reported treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system, the vacuum, the energy and the ablation tests were performed. The energy was stable during treatment day. The reported treatment cannot be identified conclusively. Log file was reviewed for whole day. All treatments for left eye were finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for these treatments. The user operated surgery within the recommended settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications at that treatment day. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a difficult to open side cut and difficult to lift flap of the left eye post lasik. The treatment was completed with no patient harm. Additional information requested.